Event description:
It was reported that subsequent to the implant of a protegen sling for treatment of urinary incontinence, symptoms returned and the device was explanted. The device was not returned for eval. Therefore, no failure analysis is available. Without evaluating this device, co was unable to determine if the device met specifciations, and co was unable to determine the specific relationship of the device to the event.